Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The complaint can be re-opened if the patient undergoes re-implantation surgery or any other relevant information is received.

Event description:
The patient suddenly lost access to sound with the cochlear implant system. Re-implantation was planned for (B)(6) 2015, but the surgery was cancelled. No surgery date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly lost access to sound with the cochlear implant system. Re-implantation is considered, a surgery date is not set at this time.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient suddenly lost access to sound with the cochlear implant system.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The complaint can be re-opened if the device is made available for investigation.

Event description:
The patient suddenly lost access to sound with the cochlear implant system.